Event description:
It was reported that inadequate capture was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced during an unrelated procedure. During the unrelated procedure, the helix of the rv lead was unable to extend and retract. The patient was in stable condition.

Manufacturer narrative:
The reported events were inadequate capture and helix unable to extend or retract. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported events of helix mechanism issues were confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues were isolated to the helix being clogged with blood/tissue. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.